Manufacturer narrative:
The patient's known short-to-shield was previously reported under MFR # 2916596-2020-02252. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was admitted they were placed on a grounded c, even though they had known short-to-shield. No alarms or stoppages were noted until about two days later. The low flow alarms and pump stoppages only occurred when the patient was placed in an upright position. A controller exchange was performed and the patient was placed on an ungrounded patient cable. No further issues were noted. Abdominal x-rays and driveline images were to be taken. Log files confirmed pump stops on the grounded patient cable. Follow up log files while the patient was on the ungrounded patient cable did not reveal any further events.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed the reported alarms and pump stop events. The patient had a known short-to-shield issue and was using an ungrounded cable. It was reported that the events occurred when the patient was inappropriately connected to a grounded cable at the hospital. The submitted log files collectively contained relevant data from 06apr2022 through 07apr2022, per the timestamps. Several low speed and pump stop events were captured on 06apr2022 while the patient was connected to the power module. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. The driveline wire compromise also appeared to be consistent with the suspected driveline damage reported under MFR# 2916596-2020-02252. No further related events were observed throughout the remaining data. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the heartmate ii unshielded power module patient cable IFU, rev. C is currently available. This document, under ¿cautions¿, stated that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while the patient was admitted they were inappropriately placed on a grounded patient cable, even though they had known short-to-shield. No alarms or stoppages were noted until about two days later. The low flow alarms and pump stoppages only occurred when the patient was placed in an upright position. A controller exchange was performed and the patient was placed on an ungrounded patient cable. No further issues were noted. Abdominal x-rays and driveline images were to be taken. Log files confirmed pump stops on the grounded patient cable. Follow up log files while the patient was on the ungrounded patient cable did not reveal any further events. The account reported that the patient was asymptomatic despite the pump stop events. The patient was placed back on an ungrounded cable with no further issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low speed operation and pump stop events; however, evaluation of the patient¿s replaced portion of the driveline did not find damage that could have contributed to the events observed within the log files. The patient had a known short-to-shield issue and was using an ungrounded patient cable. It was reported that the events occurred when the patient was inappropriately connected to a grounded patient cable at the hospital. The submitted log files collectively contained relevant data from 06apr2022 through 07apr2022, per the timestamps. Several low speed and pump stop events were captured on 06apr2022 while the patient was connected to the power module. Based on previous complaint history, the observed events appeared to be consistent with the suspected driveline damage previously addressed under (B)(4). No further related events were observed throughout the remaining data. The account submitted three x-ray images for evaluation which captured portions of the internal and external driveline. Two of the images revealed areas of potential driveline wire compromise on the internal portion of driveline. The remaining portions of driveline captured within the images appeared unremarkable. The patient underwent a distal-end driveline replacement on (B)(6) 2022. The returned portion of driveline measured approximately 18". The driveline was tested for electrical continuity in the condition that it was received and revealed no discontinuities or shorts, even with manipulation of the driveline segment. The driveline layers were carefully removed to evaluate the underlying wires. Examination of all of the underlying wires under a microscope along with high potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Additionally, the heartmate ii unshielded power module patient cable IFU, rev. C is currently available. This document, under ¿cautions¿, stated that ¿patients who are experiencing a short circuit in the percutaneous lead (driveline) should always use the unshielded power module patient cable to connect to the power module.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient underwent a percutaneous lead repair on (B)(6) 2022. All alarms resolved after the repair.